Manufacturer narrative:
The drainage bag and patient line tubing were patent and met the requirements for leak testing. The returned lumbar catheter was patent. However, it did not meet the requirements for leak testing due to the distal end being sheared off. The catheter met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to a cerebral aneurysm. According to the report, the distal end of the catheter was found to be broken intraoperatively. It was reported the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.